Manufacturer narrative:
D9: date returned to mfg; 1/13/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be replicated through functional testing, but was observed in the event log. The root cause was the intermittent latch sensor which is due to the loose main board. It was resolved by installing missing screws and replacing the latch lock sensor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a cassette not latched error. There was no patient involvement.